Event description:
It was reported that when the patient presented in clinic for a routine follow up, non-sustained rv oversensing was noted on stored episodes. The oversensing was reproducible with deep breathing and suspected to be caused by myopotential oversensing. It was noted that the patient uses a CPAP machine. Device was reprogrammed and the oversensing was no longer present.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.